Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: 1627487-2022-01623, 1627487-2022-01624. Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg was explanted and replaced. During surgical intervention it was discovered the patient's leads were fractured and they were explanted and replaced.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention is pending to address this issue.